Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an scd compression pump. The customer reports that the pt developed a deep tissue injury. The pt's skin was broken, bleeding, and had some bruising. The sleeves were removed from pt and a tegaderm dressing was placed over the affected area. Pt was then switched to foot compression.